Manufacturer narrative:
Investigation conclusion update: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 357499 meets release criteria. The product performed as expected. Although a relevant nc was noted in the batch record, it did not affect the final release specifications. There is no indication of a product deficiency and additional corrective actions were not required. It was reported that the customer has anemia. Their last hematocrit reading was below 30%. This condition may impact the performance of the assay. Although improper techniques were identified in the complaint, a root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Patient self tester called alleging discrepant inratio values. Patient's therapeutic range = 2.0 - 3.0. (B)(6) 2015 other poc = 1.7. (B)(6) 2015 inratio = 4.1. No reported adverse patient sequela.